Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the patient¿s peritonitis was not provided, the culture results of coagulase-negative staphylococcus, a pathogen found on the skin and hands, suggests contamination. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a separate event, it was reported this peritoneal dialysis (pd) patient had an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy effluent. Pd cultures were obtained. The patient was treatment with the patient home antibiotic kit with intraperitoneal (ip) vancomycin 1500mg per peritonitis protocol for two weeks. The cultures resulted positive for gram-positive coagulase-negative staphylococcus. The pd effluent white blood cells (wbc) were 188 with 81% polymorphonuclear cells. No cause for the peritonitis was documented. The patient was not hospitalized.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, it was reported this peritoneal dialysis (pd) patient had an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6)2025 due to abdominal pain and cloudy effluent. Pd cultures were obtained. The patient was treatment with the patient home antibiotic kit with intraperitoneal (ip) vancomycin 1500mg per peritonitis protocol for two weeks. The cultures resulted positive for gram-positive coagulase-negative staphylococcus. The pd effluent white blood cells (wbc) were 188 with 81% polymorphonuclear cells. No cause for the peritonitis was documented. The patient was not hospitalized.